Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire in the advancer tubing for evaluation. The end cap and the straightener tube were not returned. Visual examination revealed the guidewire was kinked. The proximal and distal welds were intact. The kinked section at the swg assembly thumb guide would not have been protected during shipping, indicating that the guide wire may have been damaged during shipment. The kink is located 617mm from the proximal tip of the guidewire. The outer diameter of the returned guide wire measured to be 0.859 mm which is within specifications of 0.838mm - 0.877mm per product drawing. The total length of the guide wire measured to be 684mm, which is not within specifications of 596mm - 604mm per product drawing. This indicates that either the incorrect guide wire was returned or the incorrect product code was reported by the customer. The returned guide wire was advanced through an 18ga lab inventory needle and lab inventory ars syringe with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed on the reported kit and no relevant findings were identified to suggest a manufacturing related cause. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut spring-wire guide to alter length." "Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." "If resistance is encountered when attempting to remove the spring-wire guide after catheter placement, guidewire may be kinked about the tip of the catheter within the vessel." "Although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." "Do not apply excessive force in removing wire guide or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." "Practitioners must be aware of the potential for entrapment of guide wire by any implanted device in the circulatory system (ie. Vena cava filters, stents). Review patient's history before catheterization procedure to assess for possible implants. Care should be taken regarding the length of spring-wire guide inserted. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to minimize the risk of guidewire entrapment." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was kinked. The portion of the guide wire that kinked was not protected by the advancer tubing. A device history record review was performed on the reported kit with no relevant findings. Based on these circumstances, storage and shipping likely contributed to this event. However, the returned guide wire did not meet the total length specifications for a guidewire of this size, indicating that either the incorrect sample was returned, or the incorrect product code was reported by the customer. Therefore, the probable cause of the guide wire damage could not be determined based on the discrepancy between the customer report and the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the spring wire guide was kinked prior to patient use.

Event description:
The customer reports that the spring wire guide was kinked prior to patient use.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and one relevant finding was found. A non-conformance (nc) was initiated for a spring wire guide found kinked prior to use on a patient. Despite this, without the device to analyze , it cannot be confirmed if this complaint is linked to the nc. The instructions for use (IFU) provided with this kit warns the user, "although the incidence of spring wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide was kinked prior to patient use.